Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10. 1 event was originally reported for this failure mode during the reporting quarter; however, - 1 event was inadvertently excluded. - 2 reported events are included in this follow-up record. Product return status 2 devices were received.

Event description:
This report summarizes 2 malfunction events in which the device had a component detach. - 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 1 event was reported for this quarter. Product return status 1 device was received. Additional information 1 device was not labeled for single-use. 1 device was not reprocessed or reused. Product not available.

Event description:
This report summarizes 1 malfunction event in which the device had a component detach. 1 event had no patient involvement; no patient impact.